Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had beep anomaly. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. Customer stated the constant tone occur. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no anomaly noted during testing.